Event description:
This patient was admitted for shocks and then was transferred to another hospital where a cardiac cath was performed. During that procedure, it was found the lv lead was pulled back. The patient was then referred to another hospital and on (B)(6) 2014 the ICD, rv and lv leads were removed and an epicardial lead was implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.